Event description:
I bought a fasciablaster from (B)(6), who advertised this as a medical device used to "release" bound fascia and improve the appearance of cellulite. Immediately after using this product as instructed, I started to gain weight without change in diet or exercise. It triggered an inflammatory response in my body. I went to (B)(6) herself with my concerns, and was told to "blast through it", meaning to continue using the product anyway. I followed her direction, and continued to steadily gain weight despite being extremely conscious with my diet and exercise regimen. In the time since then, I've discontinued use of the product, but continued to gain weight. I've had bloodwork done with no abnormalities, but I am not alone. There are hundreds of women whose bodies have responded poorly and have had inflammation from use of the product, whether it be from releasing estrogen from the fat stores or just inflammation from the trauma of using the product. My main issue is that (B)(6) insists that this product will not make you gain weight, meanwhile I've gained approximately 50 lbs over the last year which I attribute solely to the use of this product.